Event description:
It was reported following a patient report of post-op pain, an evaluation of the right ventricular (rv) lead revealed a probable per foration. The rv lead was explanted and replaced. The patient was discharged within two days of the event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5568, implantable pacing lead, (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary the full lead was returned, analyzed and no anomalies were found. The proximal conductor of the lead became ex trinsically distorted due to kinking/buckling and pulling/stretching/overstress. There was blood on the proximal conductor of the lead and it was not obstructed, the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen, the distal lv (low voltage) electrode of the lead was covered in blood and the outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage.